Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implants can loosen, fracture, corrode, migrate, or cause pain. If an implant remains implanted after complete healing, the implant may cause stress shielding, which may increase the risk of, refracture in an active patient."

Event description:
It was reported patient underwent an initial ankle procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to the allograft being resorbed. During the procedure, the nail fractured due to excessive force. Competitor products were utilized to complete the procedure.